Event description:
It was reported that the left ventricular lead dislodged. During an attempt to reposition the lead, testing revealed that another type of lead would be more stable. Therefore, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic depression.